Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): it was reported that the patient programmer was stuck on a screen that the patient was not familiar with, so they were unable to view therapy settings. The patient then came on the line and described the warning screen that indicated the implanted neurostimulator battery was in a discharged state, therapy had stopped, and that they needed to charge the battery. During the call, the patient started a recharge session and initially did not have all of the coupling bars filled in, but they were able to get them all filled in after trying again. Agent asked for the information that appeared on the recharge session screen and the patient stated that therapy was turned off and the ins was charging between 0-25%. The patient indicated that they had never turned therapy on or off before, so agent redirected the patient to their managing healthcare provider for guidance. The patient seemed confused as to why battery was in a discharged state after not charging it for a couple of days, because they typically charged their battery about every 4 days without it ever discharging.

Event description:
Additional information received from the consumer reported the cause of the implant discharging and therapy turning off was determined. The implant was able to be turned back on after charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.